Event description:
Sequoia screw was reported to be defective in 2009. Additional information received from the sales representative on 19 may 2009. On 28 apr 2009, the surgeon was performing a plif. The surgeon was dissatisfied with the sequoia polyaxial screw placement and was backing it out to reposition. At some time during the insertion of this screw, the surgeon was using the modular screwdriver attached to a drill. The sales representative reported that the surgeon was using a great deal of pressure on the driver. When the surgeon was trying to put the screw back into position, he was unable to seat the driver properly on that screw, and the driver appeared bent and wobbly. He then removed that screw altogether and replaced it with another. The surgeon was able to use the other driver in the kit but it was also bent and wobbled. The surgeon was able to complete the surgery with the two bent drivers, and there was a minimal surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending.